Event description:
It was reported that a user experienced hyperglycemia with a glucose level over 400 mg/dl while using the ilet, after a recent meal announcement and on the first day of use; troubleshooting confirmed insulin delivery with a dry, intact infusion site, correct tubing connection, and drops observed during fill tubing, and the cgm showed a downward trend by the end of the call. Symptoms included high blood glucose. Outcomes included no hospitalization and recovery in progress as glucose trended down. Investigation included review of alerts and guided troubleshooting of insulin delivery, infusion site, and tubing. Investigation of this case revealed no device malfunction or component failure based on functional checks and user-reported observations, and the event was consistent with early algorithm learning and postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.